Manufacturer narrative:
(B)(4), the actual device is not available for evaluation, however, a photograph of the device is available for evaluation.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoirs of 9 intermate sv 200 devices ruptured during filling. This is report number 1 of 9. The devices were being filled with an antibiotic when the reservoirs ruptured. No patient injury or medical intervention was reported. No additional information is available at this time.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate sv 200 device ruptured during filling. The device was being filled with an antibiotic when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Corrected information: a photograph of the sample is not available for evaluation. Additional information: additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.